Event description:
It was reported that during a laparoscopic hysterectomy procedure the surgeon was using the nseal device and when they going across the uterine artery it would not coagulate well. He then used an (B)(4) device and the same issue occurred. There was no measurable amount of bleeding reported. They then used a gyrus device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information provided:(B)(4).

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
A healthcare professional reported that a corneal burn occurred. The status of the pt is unk. Additional info has been requested.